Event description:
It was reported that the patient felt something at night and that it might be due to ventricular capture management (vcm) of the device. It was indicated that the device reported a high ventricular threshold and when the lead was checked the following day in the clinic that the threshold was fine. The output for the lead was reprogrammed back to lower voltage. Also instructions for adjusting the time the device ran vcm were provided to the clinician. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt something at night and that it might be due to ventricular capture management (vcm) of the device. It was indicated that the device reported a high ventricular threshold and when the lead was checked the following day in the clinic that the threshold was fine. The output for the lead was reprogrammed back to lower voltage. Also instructions for adjusting the time the device ran vcm were provided to the clinician. It was later reported that the vcm test time was not reprogrammed and the patient was seen in the clinic after the lead output reprogramming was done and the issue had resolved. The device and lead are still in use. No patient complications have been reported as a result of this event.